Manufacturer narrative:
A third party service technician evaluated the device and replaced the hybrid board. 6yr/30k pm was also performed.

Event description:
The customer reported that the revel ventilator experienced blower demand exceeded errors and patient circuit errors and hw fault 21 errors. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.